Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates:  03/02/2016. Device manufacture date, of the initial medwatch report should indicate:  03/01/2016.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was a loosely connected main keypad/interface pcb wire harness, designator w13. The wire harness connects from the interface pcb assembly to the main keypad assembly in the device. He reseated the wire harness and confirmed normal operation through functional and performance testing. The device was then returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report their device would no longer power on when the power button was pressed. There was no patient use associated with this event.